Event description:
Additional information received via the consumer indicated they had figured out what they were doing wrong, and everything was going great now.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0pf69, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. She was still getting up at night and had overactive bladder. She did not feel stimulation and therapy was on at 1.9v on program 3. The patient had an unrelated back surgery for a pinched nerve in (B)(6) and turned the device off for this procedure. When the device was turned back on she messed up the settings and had been having issues since. After surgery she was going every 1-2 hours. She leaked through her bed. The patient tried program 4 but that made it worse and the patient was getting up every 2 hours at night. There was no trauma or falls related to this issue. Prior to implant the patient was going 12 times in 2 hours. During the day the patient was reportedly doing pretty good. She was on program 3 and increased to 2.6v. It was noted that the patient also had parkinson's. Additional information received from the consumer reported that her symptoms had not improved. It was gushing out and she was concerned she may possibly have a uti. The patient had an appointment with her doctor later this day.